Event description:
It was reported by the company rep: "after hygiene routine on the patient, where the chair was in a raised position, the chair would not lower. They tried to raise the chair in maximum height, but still it would not lock. They were not aware of the emergency button, so 3 nurses lifted the patient manually off the chair." Reference MFR report number: 3007420694-2014-00036.